Manufacturer narrative:
Stryker further evaluated the removed main keypad assembly. It was observed that the button measured open during close contact resistance test. Stryker determined that the cause of the reported issue was due to contamination between the dome and gold trace of the on button. Contamination entered the keypad on the upper edge of the keypad.

Event description:
The customer contacted physio-control to report that their device would no longer power on. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the main keypad assembly and then after observing proper device operation through functional and performance testing, the device will be returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would no longer power on. There was no patient use associated with this event.